Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer planned to complete the pump reset upon arriving home and would follow up if the issue persisted.